Manufacturer narrative:
The events of varied injuries, pain and anxiety product/procedure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: flipped and was painful, is anxious about the recall, progressively got more sick and leaked silicone in lymph nodes this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports left side implant flipped and was painful, is anxious about the recall, progressively got more sick and leaked silicone in lymph nodes. The device has been explanted.